Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, ethnicity and race was not provided for reporting. (B)(4). Expiration date= jul-16-2019; lot number = 1977b. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old female patient consumer reported that she noticed that she developed a bad rash after she applied the band-aid antibiotic. Consumer stated that it looked like the bandage burned her skin. Consumer reported that the rash became infected. Consumer had to go to urgent care where she was prescribed a 14 day oral antibiotic, clindamycin 300mg.